Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using two different programmers. This was discovered pre-implantation so was never in service.